Manufacturer narrative:
(B)(4). Patient sex unknown / not provided.

Event description:
It was reported that the patient was complaining of pain and had swelling at implant site, tooth location unknown, therefore the implant was removed. No injury to patient other than implant being removed. No permanent impairment and no delay in procedure.

Manufacturer narrative:
One 3i t3® tapered implant 4/3 x 11.5mm (bopt4311) was returned for investigation. Visual evaluation of the as returned implant identified minor signs of wear and bone residue around the external threads due to usage (images 1 & 2). The device was in good condition. The device could not be functionally tested for the reported failure (pain). Measurements were taken using a caliper (ID: cal1334; due date: sep 25, 2020). Through dimensional analysis and comparison to drawings (dwg no. 1040007 rev c), the device was determined to be within design specifications (image 3). No pre-existing conditions were noted on the per. The reported device had been placed on an unknown tooth location for approximately 3 months. X-ray or picture images were not provided. Appropriate documentation was reviewed. : DHR review for the lot (2018102237) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2018102237) and no similar event or complaint was found. Based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
No further event information available at the time of this report.